Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of received problem description. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Our field service engineer did not visit the customer to investigate the reported issue and there is no further information on how or if the issue has been resolved.

Event description:
Manufacturer's ref.#: (B)(4).